Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the dreamtome cutwire broke when they stepped on the pedal for cautery. Nothing was left inside the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Device component relates to device problem for the event cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the exposed cut wire was bent and broken. The broken ends of the cut wire appeared blackened and the distal pierce hole appeared melted from use. One end of the broken cut wire remained attached to the anchor at the distal pierce hole. The other end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. . Review and analysis of all available information indicated the most probable root cause for this event was "operational context" likely due to the procedural factors/generator settings. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the dreamtome cutwire broke when they stepped on the pedal for cautery. Nothing was left inside the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."